Manufacturer narrative:
Batch review performed on 27 february 2019: lot 1411056: (B)(4) items manufactured and released on 04-sep-2014 . No anomalies found related to the problem. To date, this is the 8th similar reported event on this lot (complaints (B)(4) [mdr2014-00160], (B)(4) [MDR 2015-00025], (B)(4) [MDR 2015-00139], (B)(4) [MDR 2015-00307], (B)(4) [MDR 2015-00345], (B)(4) [MDR 2017-00415], (B)(4) [MDR 2017-00583]). Visual inspection performed by r&d project manager: the terminal was blocked inside the cup. Using a depicted screwdriver 01.15.10.0293 we have implanted the cup in a sawbones block pcf30 after reaming with 48mm diameter. Then the screwdriver has been used to easily unscrew the terminal from the cup with success. Looking at the terminal it is evaluable that there are some scratches on the balinit-c and in addition some scratches are present on the cup surface: also the threaded part is a little bit scratched. These scratches are the possible root cause of the terminal block inside the cup.

Event description:
The surgeon was not able to disconnect the terminal for cup impactor from the cup. The surgery was completed successfully using back-up implant and instrument.